Manufacturer narrative:
The product was not returned. The account indicated the use of a non-qualified cartridge with an unspecified handpiece and viscoelastic. The company lens model is only qualified for use in the company cartridges. It is unknown if a qualified handpiece and viscoelastic were used. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during intraocular lens (iol)implantation procedure, when the les was implanted into the patient's eye, the surgeon noted that the leading haptic was bent/kinked. The lens was removed and replaced with another lens in an initial procedure. The surgeon had to enlarge the incision to explant the lens; original incision size was 2.4 mm and the enlarged size was 2.8 mm. There was no patient injury or any kind of complication. Additional information was requested, but no further information is available.